Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B(4).

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer states the drive support cap was protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm and prime/fill anomaly due to the motor error alarm. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no display anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and minor scratches on the display window.